Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the venous end (blue) of the long-term hemodialysis catheter in the patient presented a crack at the catheter tip, allowing air to enter the dialysis catheter and causing minor bleeding. It was stated that potential complications could include catheter infection and air embolism during dialysis. The original fractured catheter tip was removed and replaced with a new temporary deep venous catheter tip. Material or quality issues with the catheter were suspected. The catheter was not repaired. Tego was not utilized. The insertion site was not treated prior to product placement. There was no reported patient outcome.